Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm, zone 2, using gore® tag® thoracic branch endoprosthesis. A 22 fr gore® dryseal flex introducer sheath was introduced via the right common femoral artery. The aortic component was deployed at a position where the radiopaque gold band was located just below the left common carotid artery, but during the deployment, proximal migration occurred. After deployment of the side branch component, during balloon touch-up, the implanted aortic component migrated distally. Subsequently, tension was applied to a pull- through wire, and the aortic component was pulled down further toward the distal side. Ultimately, the proximal end of the aortic component covered the left common carotid artery by approximately 3 mm, however, no abnormalities in blood flow or blood pressure were observed. No treatment was required. Upon removal of the sheath, iliac rupture in the right external iliac artery was identified. As a treatment, two stent grafts were implanted to achieve hemostasis, and the procedure was subsequently completed. Physician¿s comment: this case had been a concern from the outset due to small access vessels on both access sides.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: d1101, IFU statements: the gore® dryseal flex introducer sheath instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event. Warnings: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the nominal body od (table 1), major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.